Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: result codes: upon further investigation, it was determined that the result codes on the initial report were not accurate; therefore, the result codes have been updated accordingly to reflect the correct information. Investigation summary : the device was received at service center and evaluated. The complaint was confirmed. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures listed in the "proof of repair". "Micro": preventive replacement of o-rings performed. Acc. To service manual. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. As per the service report,tissue seal is missing. Therefore it is the root cause for reported problem. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defect(s) reported by the customer has / have been verified and remedied using the preventive maintenance measures listed in the "proof of repair". "Micro": preventive replacement of o-rings performed acc. To service manual unit cleaned, functional test performed, hipot test completed. Electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. As per the service report,tissue seal is missing. Therefore it is the root cause for reported problem. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to an unknown procedure the micro tornado handpiece with hand controls had a faulty seal and it was not possible to insert a milling cutter. A replacement device was used to complete the procedure without delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.